Event description:
The event involved a manifold 2 port/off/right 3-way, transpac it, 60" admin. Set, 48" pt tubing where the customer reported that the transducer was leaking at the connection. The transducer was used for coronary angiograms and requires air-free system due to arterial injections. The device was primed with normal saline 0.9%. Additional information was received stating that the air entered into the manifold, with air emboli infused into patient whilst administering contrast media for a coronary angiogram and the set was replaced. There was no adverse outcome to patient and no medical intervention required.

Manufacturer narrative:
The device is not available for evaluation, however, lot history review should be conducted.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b2 - death date null, b7 - other relevant history, d10 concomitant products and h6 component code.